Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to treatment date. Review of the logfile for the day of treatment shows during the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The user performed an energy checks before this patient. The energy was stable during the whole day. The corresponding treatment was performed without interruption. No abnormalities or deviations can be detected in the logfiles, which can contribute the reported issue. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient who presented with corneal haze and photosensitivity approximately six weeks following photorefractive keratectomy. The topical steroids were increased and an oral steroid was prescribed. The patient developed corneal erosion and a biologic corneal bandage was applied one day later. The patient has not been compliant with drops. The patient is to continue the current postoperative regimen including daily vitamins. The patient will be rechecked at a later date and the importance of complying with treatment plan was stressed to the patient. Additional information requested.